Event description:
It was reported to depuy acromed that a hex driver broke during loosening of a connector. There were no other adverse consequences to patient. The surgeon decided to level the tip of the driver in the screw rather than remove the construct. The product has not been returned for evaluation at this time.

Event description:
It was reported to depuy acromed that a hexdriver broke during loosening of a connector for re-positioning. The tip of the driver remains in the screw. There were no adverse consequences to the pt. There have been no other comlaints reported for this part number. The instrument was not returned for eval. Events like this are typically caused by excessive force placed on the screwdriver. Due to the small size of the hex and the fact that the surgeon was backing the screw out to re-position, it is likely that excessive force caused the hex tip to fracture. Caution should be taken not to over-torque the instrument. A definitive cause cannot be determine since the instrument was not returned for eval. No further action is required.